Manufacturer narrative:
Manufacturer evaluation of the instrument logs showed that: - based on the information provided, the tissue samples exhibiting sub-optimal tissue processing were derived from the "breast cores and mammatone" protocol comprising 106 cassettes, which started in retort a at 02:50am on (B)(6) 2021 and completed at 06:36am on (B)(6) 2021. - the "breast cores and mammatone" protocol, which is of 4 hours and 20 minutes duration, has been validated for use in this laboratory since (B)(6) 2021. - event code "132" recorded at 02:51am and 02:53am on (B)(6) 2021 indicates that a drop in the vacuum level occurred during filling of retort a before the expected liquid level sensors were activated. The following information was displayed to the user on both instances: "insufficient reagent; check station contents and reagent fill level setting, retort a, bottle 5". Reagent levels below the minimum will cause protocols to either fail or use a sub-optimal reagent sequence." Generation of this event code did not either interrupt the processing protocol because a suitable alternative reagent station (bottle 6) was substituted in step 1 of the protocol per the prescribed software workflow or cause or contribute to the sub-optimal tissue processing reported. Event code "132" has been recorded on 118 occasions between (B)(6) 2021 and (B)(6) 2021 involving bottles 5-8 (ethanol) inclusive and 10 (ethanol). - event code "240" was recorded at 18:56pm on (B)(6) 2021 due to a pressure error, which occurred after a user paused the "gi / prostate biopsy" protocol in retort b most likely due the occurrence of event code "132" indicating insufficient reagent in bottle 5 (ethanol), and it is likely to have been caused by an unexpected release retort pressure (possibly due to either the bottle 5 cap being opened while the instrument was pumping the reagent or a retort seal leak likely due to solid wax residue on sealing surface). The associated information displayed instructs the user to contact service. A suitable alternative reagent station was substituted per the prescribed software workflow and the "gi / prostate biopsy" protocol in retort b continued. - all reagents used for the "breast cores and mammatone" protocol started in retort a at 02:50am on (B)(6) 2021 had been used for at least seven (7) previous processing runs without reported incident. Investigation of this complaint found that the instrument functioned as designed during execution of "breast cores and mammatone" protocol started in retort a at 02:50am on (B)(6) 2021, from which sub-optimal tissue processing was reported by the complainant. The information documented by the leica technical team lead - core histology details that a use error occurred at 13:02pm on (B)(6) 2021 prior to running verification processing runs, in which a user replaced the reagent in bottles 5 and 6 with 90% ethanol as requested by the fss but incorrectly affirmed in the instrument graphical user interface (gui) that the reagent concentration was to be set to the default value of 100%. This indicates a use error occurred at 13:02pm on (B)(6) 2021 when replacing the reagent in bottles 5 (ethanol) and 6 (ethanol). The leica peloris/peloris ll user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss." This use error during troubleshooting activities conducted after the sub-optimal tissue processing reported by the complainant from the "breast cores and mammatone" protocol started in retort a at 02:50am on (B)(6) 2021. Further information documented by the fss details that the reagent concentration in bottles 5 and 6 was set to the correct concentration prior to performing further processing runs to verify that the quality of tissue processing was satisfactory. The root cause for generation of event code "132" was a use error. Specifically, a user failed to ensure that the reagent was filled in accordance with the following instructions detailed in section 3.1 of the leica peloris/peloris ll user manual entitled quick start-running a protocol: "use markings on the reagent bottles and wax chambers to ensure you have enough reagent to fill the retorts to the required level. Always keep the reagent or wax volumes well above the markings, but below the maximum (max) level. The root cause of the sub-optimal tissue processing reported by the complainant was use of a protocol of inappropriate duration for a portion of the size/type of tissue samples being processed. Information documented by the leica technical team lead - core histology details that the tissue types/sizes of the affected samples were detailed as "breast cores, lypomas [sic]" and "1.0mm length diameter .5nn [sic]" respectively. Section 8.2.1 of the leica peloris/peloris ii rapid tissue processor user manual details the manufacturer recommended protocol duration for different maximum tissue thickness/dimensions and different example specimen types as follows: - the 1 hour protocol is recommended for tissue of 1.5mm diameter/maximum thickness and the following example specimen types: endoscopies and needle biopsies of breast and prostate. - the 2 hour protocol is recommended for tissue of <3mm diameter/maximum thickness and the following example specimen types: gi biopsies, renal; prostatic, hepatic and breast cores, punch biopsies of skin, small colonic polyps. - the 4 hour protocol is recommended for tissue of 3mm diameter/maximum thickness and the following example specimen types: small specimens of non-dense tissues (kidney, liver, bowel etc), excisional an incisional skin biopsies, skin ellipses. - the 6-8 hour protocol is recommended for tissue of 15x10x4mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions (excluding brain specimens). - the 12 hour protocol is recommended for tissue of 20x10x5mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions. Very thick fatty specimens may require a longer protocol. The manufacturer recommendations detailed above indicate that the "breast cores and mammatone" protocol protocol with a duration of approximately 4 hours is not appropriate for processing a portion of the size/type of tissue samples processed in the "breast cores and mammatone" protocol started in retort a at 02:50am on (B)(6) 2021.

Event description:
The complainant contacted leica biosystems in relation to peloris ii rapid tissue processor serial number (B)(4) and the following information was documented: "customer initially reporting that the software has a glitch and it is not telling her when to change reagents- resulting in underprocessed tissue. Customer mentioned under processed tissue- 40 samples affected. Customer has changed all reagents- today. Customer is unaware how long this has been an issue, no errors prompted by the instrument." On 23 march 2021, a leica field service engineer (fse) visited the laboratory in order to assess the operation and function of the instrument. The fse documented the following findings: "code (132) insufficient reagents bottle 5 at 6am, reagent bottle substitutes with bottle 6. Code 132 for bottle 5 occurred multiple times since march 5. Affected run went to completion. Pressure error (240) on (B)(6) 2020 retort b, bottle 5. Customer changed out reagents prior to calling in adverse event." On 25 march 2021, the leica technical team lead - core histology (fss) visited the laboratory in order to obtain further information regarding the circumstances involved in this complaint, and to provide applications. The fss documented the following: "reagent management settings verified to ensure reagent change prompts are displayed in software. Although affected run ran to completion, instrument log shows that formalin step was skipped to start in ethanol step. Upon further review, only two out of 6 protocols have a 70% ethanol step in its protocol. Protocols edited to now include 70% ethanol step. Supervisor password changed as well. Customer initially asked to change out wax chambers 1 & 3 and place 90% ethanol in stations 5 & 6. Then run test runs on each retort post fse visit. Hydrometer readings indicate that customer placed 90% in station 5 & 6 but did not set concentration as 90%. Concentrations reset and wax chambers 1&3 were changed out. Customer to run another set of test runs with test tissue on each retort." The measured ethanol concentration in bottles 5 and 6 was 90% and 89.4% respectively and the calculated ethanol concentration was 100% in both bottles 5 and 6. The fss also documented that tissue in 50 of a total 106 cassettes derived from the "breast core & mammatone" protocol executed in retort a, which completed at 06:36am on (B)(6) 2021, exhibited sub-optimal processing; fatty tissue was being reprocessed; and detailed the tissue types and sizes of the affected samples as: "breast cores, lypomas [sic]" and "1.0mm length diameter .5nn [sic]" respectively. On 25 march 2021, the assigned leica technical team lead - core histology received information that all cases involved in this event were diagnosable; and that re-biopsy has not been recommended or required.